Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and a investigation result be available, that changes this assessment, and amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a durom acetabular component was implanted on an unknown date. The patient underwent a revision surgery on an unknown date due to infection.